Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6) 2012. Subsequently, patient alleges migration of the implant and need for a future revision. No further information has been provided to date. This report is based on allegations set forth by the patient and the allegations are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.